Manufacturer narrative:
This supplemental report is being submitted to provide a correction. B1 should not be marked as a product problem. The h6 medical device problem reported would not be likely to cause or contribute to a death or a serious injury if it were to recur. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: operating wire coating of applicator peeled off. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is assumed the event that heavy slider operation force and the peeling of the operating wire coating was caused by the metal pipe being deformed and the slider moving back and forth in a state of interference with the operating wire. It is assumed that the deformation of the metal pipe occurred through the following mechanisms during repeated use. #1. A compressive force was applied to the coil sheath during clipping. #2. This force was applied to the end face of the metal pipe through the coil sheath each time clipping occurred, causing gradual deformation and a reduction in the inner diameter of the metal pipe. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that when loading the clip inside the patient, a part of the outer sheath of the subject device damaged and fell off. The fragment was retrieved using an unknown procedure instrument. The procedure was completed with a similar device. No harm or injury to the patient reported.